Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the guidewire failed to advance into the left ventricular lead. The reported lead was not installed and the procedure was completed using an alternative lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found the guidewire could not be fully inserted into the lead due to excessive blood found inside the inner coil. The cause of the reported event was isolated to the inner coil being clogged with blood. No other anomalies were identified.